Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The device was returned on 4/11/2016. (B)(4).

Event description:
According to the reporter, during a low anterior resection, the eea28 anvil did not tilt. The dorsal rectum wall was cut v-formed. There was excessive tissue incorporated into the barrel of the stapler. The anastomosis was made by hand and a protective, ileostomy was created for the next three months. The donuts were not inspected. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. The tissue to be stapled was free from metal clips or similar structures. Eea sizers were used. The patient did not receive any radiation or chemotherapy pre-op. The patient's hospital stay was extended 10 days. There was unanticipated tissue loss as the stapler was stuck in the anastomosis. The incision was extended, or time was extended, there was intra-op bleeding of approximately 200cc and no reinforcement material was used. Patient status: stable, he was discharged home.